Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test and passed the dat test at 0.08720 inches noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at time of incident and current blood glucose was 198 mg/dl. Customer treated with manual syringe. Customer experienced symptoms such as nausea, thirst and headache. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.